Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Service returns were for issues not similar to the reported complaint. The database showed a quality notification/s were opened for the source device. There was no correlation to the reported event. A review of the device history record showed the device had a manufacture date of 26may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. Customer stated that there was no patient involvement.

Event description:
(B)(4). Physical damage. Customer stated broken ail sensor on channel a and b, broken drive module on channel c, broken case at front, and broken pole clamp, replaced them with new parts. (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Service returns were for issues not similar to the reported complaint. The database showed a quality notification/s were opened for the source device. There was no correlation to the reported event. A review of the device history record showed the device had a manufacture date of 26may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which <confirmed similar complaints with the same or related failure mode. Customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6).